Manufacturer narrative:
A review of the device history was performed and no non-conformance were identified. X-rays were received and reviewed and the complaint of disengagement was confirmed. Current info is insufficient to permit a conclusion as to the cause of the reported event. Requests are being made for additional info and a supplemental report will be provided if this inf is received.

Event description:
It was reported by the surgeon that the patient underwent a primary procedure on (B)(6) 2011 and subsequently a disengagement occurred between the stem and the shaft resulting in the patient undergoing a revision procedure on (B)(6) 2012. The revision procedure was successful and no further complications have been reported.